Event description:
Caller reported that the pump screen was only backlit and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.